Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim screen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim screen. It was reported that the device has a 1st generation display. The customer reported that an order had been 2nd generation display, and when onsite; however, the customer noticed that it did not work on a 1st generation display. The rse informed the customer, that there were five additional parts that were needed for the upgrade to 2nd generation display. The rse provided the customer with the part numbers for the additional parts. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface assembly was replaced to resolve the issue. The device was returned to service.